Manufacturer narrative:
A beckman coulter field service engineer (fse) provided onsite support. Fse evaluated the instrument and suspected a faulty inner wash valve. The fse replaced inner wash valve pn mu7683. System performance verified by customer running quality control (qc). The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous patient results generated from a leaking sample probe on their au480 clinical chemistry analyzer. The customer was wearing personal protective equipment (ppe) and there were no injuries from the leak. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.